Event description:
It was reported that the patient came to the outpatient clinic for regular follow-up. When the hospital mechanical engineer tried to connect the external peripheral. Controller (epc) to the hospital's system monitor to check the history, the system monitor screen displayed ¿heartmate 3¿ and no other parameters were displayed. The medical engineer immediately connected the epc to the battery, so the patient had no symptoms. The medical engineer reported that the system monitor was restarted and the demo epc was connected, but the reproducibility could not be confirmed. When the patient's epc was connected to another system monitor, ¿heartmate ii¿ was correctly displayed on the system monitor and the pump parameters were confirmed. The original system monitor "went off" several times. Changing the cable did not resolve the issue; therefore, the system monitor was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the system monitor displaying odd text and graphics when connected to an external peripheral controller (epc), was not confirmed when the unit was checked by technical service. The system monitor operated properly when checked. The system monitor was tested and returned to the customer. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024 the reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor (part number 101214) was built in oct2018. The packaged system monitor (part number 1286-us) was placed into inventory on 22oct2018. The unit was shipped to the customer on 05nov2018. There were no previous services. Setup and use of the system monitor with the heartmate power module are documented in the heartmate 3 lvas instructions for use (IFU) (rev h p.4-5) and the heartmate power module IFU (rev b p.18 - setting up the system monitor for use with the power module). No further information was provided. The manufacturer is closing the file on this event.